Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg reached its end of life on an unknown date. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Per the additional information received, this event no longer meets the reportability criteria.

Event description:
It was reported that the ipg met or exceeded 75% of its expected longevity.